Event description:
The complainant has reported that a pt, age and gender unk, underwent a therapeutic esophageal wallstent placement for treatment. The procedure was performed in 2005. After the procedure, it was noticed that the device had migrated into the pt's stomach. This was confirmed by x ray. The stent was repositioned during a second procedure on the same day. In june 2005 the stent was noted to have migrated again into the stomach.